Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the plastic cover broke off at the tip of a permanent cautery hook (pch) instrument. A fragment fell into patient and was retrieved during same procedure which was completed.

Manufacturer narrative:
The pch instrument has not been received for failure analysis evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken distal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 5.30 mm x 7.20 mm in size. Clevis shows abrasions or scratches on the outer surface.

Event description:
Refer to h11 for follow-up information.